Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins recharger (insr) was not taking a charge from the wall. The desktop charger (dtc) light was on and was not loose. The patient stated when they plugged the insr into the dtc the screen came on but it was not charging and the insr was now dead. They also stated the ins was dead as well. A replacement insr was sent. The patient called back and stated the replacement did not resolve the issue and they thought it was the dtc. The patient stated the connector pin was bent just a little and they mentioned that when they spoke to repair. A replacement dtc was sent. No patient complications were reported as a result of this event.